Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 515070. Batch # unknown. Verbatim: when writer flushed at t-connector and verified blood return between chemotherapies, fluid sprayed out of phaseal that was connected to the lower port of IV tubing. When fluids were infusing, they were dripping out of the phaseal.

Event description:
Material # 515070. Batch # unknown. When writer flushed at t-connector and verified blood return between chemotherapies, fluid sprayed out of phaseal that was connected to the lower port of IV tubing. When fluids were infusing, they were dripping out of the phaseal. Additional information: follow up performed to identify specific location of leak. Per customer response: the customer advised the leak was from where the two phaseal pieces connect to each other. Additional response received states: the customer advised: for the chemotherapy administration we use an injector (the female end phaseal). However, when the leak was noted, nothing was connected to the male end. Additional response from customer: this piece was connected to the patient¿s IV tubing (y-site) and was leaking out of the end where the other piece of the phaseal system connects. If a patient is getting multiple days of chemotherapy, we would usually leave this piece on their IV tubing to connect the new bags of chemo each day.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: additional detail provided by the customer. Information added to b5. Device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the membrane was observed to be displaced from its original location, verifying the reported incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification the membrane is properly positioned and welded. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Back pressure testing is performed during manufacturing to verify the pressure the membrane can withstand. The membrane of the returned sample was placed back into the correct position and back pressure testing was performed, the membrane remained intact and results verified the product met required specification. Based on our quality team's investigation, we cannot identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.